Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the opened carton with a qualified cartridge. Viscoelastic was dried on the lens. The optic was torn into two portions. The lens portions were returned adhered atop one another in dried solution. One optic portion has a scrape mark. The associated qualified cartridge was also returned. An insufficient amount of viscoelastic was observed dried in the cartridge. The cartridge has heavy stress lines beginning prior to the parting line on the posterior and extending into the thinner tip area. The entire tip has heavy stress lines. The cartridge material was stretched on the posterior of the tip exit. The cartridge had evidence of being placed into a handpiece. All product and batch history records are quality reviewed prior to product release. The root cause for the reported event may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed in the cartridge. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. There are no other complaints in this lot. Investigation has been completed based on current information. No further action warranted at this time. Based on our current tracking, there are no adverse trends for this reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure the lens cracked in the inserter. No patient harm was reported. The procedure was completed same day. Additional information was requested.